Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. Data was evaluated and the allegation was undetermined . The probable cause could not be determined . In addition, transmitter failed error was found in connection to the reported allegation. The reported event of pair new transmitter alert is reportable based on the finding of a transmitter failed error alert . No injury or medical intervention was reported.